Event description:
IV tubing came apart when priming the line with saline. Manufacturer response for i.v. Pump tubing, bd alaris pump infusion set (per site reporter). Will be calling for more information on the issue.